Manufacturer narrative:
Updated fields: b1, b2, g3, g6, h1, h2, h11. Additional information: the customer provided additional information: the missing material/damage described occurred during a surgical procedure. No fragments fell into the patient's body. A routine postoperative x-ray was performed, and no retained fragments were observed. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have completely detached teflon pad. The piece measuring approximately 11.0 mm x 2.5 mm was missing, confirming that a fragment detached from the instrument. The missing piece was not returned. The clamp arm adjacent to this teflon pad showed damage which may indicate potential mishandling/misuse. The clamp arm was indented. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the harmonic ace instrument white tip was coming off. The procedure was completed with no patient harm.